Manufacturer narrative:
Discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device stopped working after 100cc of blood was collected from the patient. The procedure was completed successfully using a back up device with no delay, no medical intervention, and no adverse consequences reported.